Event description:
The patient went to use rms medical device called freedom 60 degree pump for her weekly igg infusion and it infused for a full 20cc before she knew anything was wrong because this pump is delivered by many specialty pharmacies (this one being (B)(6)) without any instructions and there are only 2 buttons which are not well explained. There are no warning buttons or alarms that indicate there is anything wrong with the pump or infusion. It turned out the 1st 20cc of the infusion were all over the recliner chair and carpet where she was sitting. The infusion had been dripping the entire time since she started the infusion. So then a decision had to be made once this infusion was stopped, cleaned up, and all new tubing was set up as whether this patient needed to infuse the remainder of this dose (having used part of it to prime 2 sets of tubing) and infuse an additional dose. This was a difficult decision due to covid 19 and how susceptible this patient would be without an adequate dose of igg. This rms freedom 60 degree pump has created grave concerns among healthcare professionals and patients for years. FDA safety report ID # (B)(4).